Event description:
Guidant received information that this implantable cardiac resynchonization therapy-defibrillator (crt-d) measured a high, out-of-range shock impedance. A high-energy shock was delivered to assess the integrity of the device system; the resulting impedance was within the acceptable range. The device system was invasively examined by the physician. An incomplete setscrew connection was noted. The setscrew was reseated. Guidant has not received any subsequent reports of abnormal shock impedance readings; however, the device was later replaced due to a product recall.